Event description:
It was reported that the right atrial lead was abandoned due to a high/unstable threshold, and apparent lead conductor fracture based on high impedance (greater than 3000 ohms). An attempt was made to implant another atrial lead, but the lead was too short. Another new atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood in/on helix/lobe mechanism.